Event description:
The facility reported an infusion pump with failure code 703. The event was reported to have occurred during pump priming, but prior to pt use. According to the hosp rep, no pt injury or medical intervention had been reported related to the device. No add'l info or contact was available.

Manufacturer narrative:
The device has been requested by baxter for eval, but has not yet been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of the eval or if add'l info becomes available. Review of the complaint history reveals similar reports have been rec'd for this product for the reported issue. This issue is being investigated under CAPA, mdq-CAPA-91.